Event description:
It was reported that the bd q-syte closed luer access device leaked. The following information was reported by the initial reporter translated from japanese to english: this is a complaint about leakage from the q site. It was reported that when the q site was attached to an extension tube for a syringe pump and administered, liquid leaked from the q site (not sure if it was the septum).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos, 1 video and 1 physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the sample showed the septum was damaged, which allowed fluid to leak from the connector. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.